Manufacturer narrative:
The device has been dscarded. Therefore, no analysis of the product can be performed by the quality department. The root cause cannot be established. Nevertheless, obstructions due to physiological residues are well documented in the IFU and are included in the risk analysis.

Event description:
According to the doctor's advice, the patient was implanted with a ventriculoperitoneal shunt, and three days later, no cerebrospinal fluid was elicited. Careful examination showed that the drainage tube was blocked, the shunt was replaced, and cerebrospinal fluid was elicited.